Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26oct2018. The customer replaced the backup battery to resolve the reported issue. The unit was returned to service.

Event description:
The customer reported that the unit had an error message of internal battery failure. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The event date was not specified; estimate used.